Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Sales rep reported on (B)(6) 2017 patient had a revision of the left hip due to pain. The gamma nail, lag screw and distal screw were removed.